Manufacturer narrative:
Patient age: information was not provided, but will be requested. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to pump thrombosis.

Manufacturer narrative:
Section d4 (model number, UDI): correction. Manufacturer's investigation conclusion: thrombus could not be confirmed as no product was returned for evaluation. Furthermore, a direct correlation between heartmate ii lvas and the reported events could not be conclusively determined. Multiple attempts were made to obtain additional information regarding the reported events as well as the product¿s return status; however, no further information was provided by the account and the pump has not been returned to date. If heartmate ii lvas, serial number (B)(6), is returned at a later date, this investigation will be reopened to include the device evaluation. The hmii lvas IFU lists device thrombosis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. This document also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.